Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. (B)(4).

Event description:
Clinic reported a patient who developed an abscess from an infected burn on left axilla 22 days post miradry treatment. Antibiotics were prescribed, and the patient was referred to a surgeon to drain and pack the affected area. Patient declined treatment from the surgeon and sought a second opinion from a dermatologist who recommended the patient stay on antibiotics. By 21 days post-treatment, it was expected that the symptoms would resolve.